Manufacturer narrative:
Continuation of d11: product ID 39565-65, serial# (B)(6), implanted: (B)(6) 2014, product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that he met with the manufacturer representative who reprogrammed him with four new programs. None of the new programs were helping him as the pain in his heels breaks through in 10 minutes or less. The patient stated that the implant had worked like a charm until he fell. The patient explained the unit shows it was working but he was not getting the same relief he once was and his doctor wanted to put a new implant in.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the pain in the patient¿s heels is really bad and the patient can hardly walk. This started within the last couple of months. The stimulator is working, it is just not covering the pain anymore in his heels. The health care professional had changed the settings a couple of months prior to the report, but this did not help. The patient is looking to have the settings changed temporarily to help resolve the issue.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2014, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative, regarding a patient who was implanted with a neurostimulator (ins). It was reported that patient fell over a year ago, and haven't been getting relief in the heels. Before they fell, they got great pain relief in the heels. The doctor checked everything and patient's lead and battery looked ok. Upon connectivity check, electrode 2 was out. Upon impedance check, electrode 2 >10,000. Provider aware. Patient was programmed around stated electrode. Patient stated they felt the stimulation in their heels and felt good. No further complications were reported.